Manufacturer narrative:
Fat loss is a known possible reaction to thermage flx treatment. Variously described as (localized) ¿small dents in the surface of the skin,¿ ¿rippling,¿ ¿ridging,¿ ¿waffle patterns¿, or ¿fat loss¿ (covering a larger surface area). Frequently, surface irregularities are not evident immediately post-treatment, but show up later (1 or more months post-treatment). In most cases solta recommends that surface irregularities be monitored for a period of six months post onset. Tissue fillers may be considered as a treatment option if the condition does not resolve on its own. No products were returned for evaluation, but the customer reported no system errors or anything out occurred during treatment. Based on the available information, fat loss is a known possible reaction to thermage flx treatment. Patient didn''t revisit the dermatologist after the event and no additional patient information provided.

Manufacturer narrative:
Additional information has been requested but not received. The tip has been discarded and the serial number is not available. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported that a patient contacted them 3 days post laser treatment that they experienced fat loss in both cheeks. The patient did not return back to the physician's office for treatment and photos were not provided. The laser treatment was reported to be completed with no system errors. Additional information was requested, but not received.